Event description:
As reported by hospital in another country, when utilizing a manifold within a convenience kit, it was not possible to make an air-free connection with a syringe. The device was replaced and the procedure was completed. There was no patient injury. The used device is being returned for evaluation.

Manufacturer narrative:
The used device will be returned for evaluation; however, it has not yet been received by the manufacturer. Therefore, a failure analysis has not been conducted. Upon receipt of the sample / completion of the investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.